Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that on (B)(6) 2019, the patient met with a rep for reprogramming, at which time the rep added 3 new groups. After meeting with the rep, the patient had tried increasing the intensity, but got the "settings not available" message on their controller for all three groups. No symptoms were reported. The patient was only able to decrease intensity, which was something they did not want to do because they didn't want intensity to get stuck on a low level. The rep reported they scheduled an appointment to meet with the patient again. No further complications were reported or anticipated. Additional information was received from a manufacturer representative (rep) on (B)(6) 2019 indicating that they met with the patient on (B)(6) 2019. The rep believes that the issue is now resolved. The cause of the event was because a contact with high impedance was used. This information was confirmed with the physician/account. No further complications were reported/are anticipated.